Event description:
Foley placed preoperatively. The patient was repositioned and the foley was found to be leaking. The leak was noted near the insertion site. The balloon was deflated noting return of 2cc when the initial inflation noted to be 10cc. Another foley was inserted.